Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that the reported drawer failure was caused by thermal damage to component U300 on the PCBA FH CUBIE PMC, which led to electrical failure and damage to diode D201 on the drawer controller board, compromising drawer communication and control functionality.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.Correction: Section D Unique Identifier (UDI).PART ANALYSIS:The reported condition of ¿Drawer 5 failure¿ was confirmed by field service engineer (FSE) and subsequently confirmed in the DCHU testing and inspection process. According to WO 02002733, the FSE reported that the main drawer 5 was not detected on bus. Upon inspection, it was identified that the rear bus controller board was not recognized. Therefore, the FSE replaced both drawer board and pyxibus module controller (PMC) board. Finally configured in the application and tested good. Customer verified operation. During DCHU Visual Inspection: P/N (b)(4): The part PCBA FH CUBIE PMC was received with no signs of physical damage, fluid ingress or missing components. Closer inspection was conducted using a stereo microscope, which revealed thermal damage on component U300. P/N (b)(4): The part PCBA DWR CNTLR was received with no signs of physical damage, fluid ingress or missing components. During DCHU Testing: P/N (b)(4): Since thermal damage was detected during inspection, no testing was performed on the PCBA FH CUBIE PMC. P/N (b)(4): DMM testing identified diode D201 on the PCBA DWR CNTLR reading reverse-bias continuity. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE:The root cause of the complaint is identified as thermal damage to component U300 on the PCBA FH CUBIE PMC (PN (b)(4)), resulting from an electrical failure. This damaged diode D201 of the PCBA DWR CNTLR (PN (b)(4)), which compromised the communication and control signals from the drawer, leading to its malfunction.

Manufacturer narrative:
A DEVICE EVALUATION IS ANTICIPATED BUT HAS NOT YET BEGUN. UPON COMPLETION OF THE INVESTIGATION, A SUPPLEMENTAL REPORT WILL BE FILED.

Event description:
IT WAS REPORTED BY THE CUSTOMER THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES, THE DRAWER WAS NOT DETECTED ON BUS. THE CUSTOMER STATED THAT THIS MALFUNCTION CAUSED A DELAY IN DISPENSING MEDICATION TO PATIENTS. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Event description:
IT WAS REPORTED BY THE CUSTOMER THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES, THE DRAWER WAS NOT DETECTED ON BUS. THE CUSTOMER STATED THAT THIS MALFUNCTION CAUSED A DELAY IN DISPENSING MEDICATION TO PATIENTS. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
THE FOLLOWING FIELD HAD BEEN UPDATED WITH ADDITIONAL INFORMATION: H6. A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 22-FEB-2018 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE MAIN DRAWER 5 WAS NOT DETECTED ON THE BUS. A FIELD SERVICE ENGINEER (FSE) FOUND THAT THE REAR BUS CONTROLLER WAS NOT RECOGNIZED. THE FSE REPLACED BOTH THE DRAWER BOARD AND THE BUS CONTROLLER. THE COMPONENTS WERE CONFIGURED IN THE APPLICATION AND TESTED SUCCESSFULLY TO RESOLVE THE ISSUE. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.